Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the reservoir¿s rebound rate was slow during pre-operative testing. It was stated the valve was not flexible. The va lve was implanted and after implant, there was reportedly ¿no function.¿ the valve was removed and replaced. The patient¿s status was listed as no injury.

Manufacturer narrative:
The returned valve also met requirements for leak testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. However, the device did not meet the expectations for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and may result in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. Approximately 54 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ approximately 44 cm of the lumbar catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all catheters are 100% inspected at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.